Event description:
Reporter indicated that pt is experiencing constant hoarseness since vns implant. The pt is scheduled for eval by an ear, nose, throat. Investigation to date has been unable to determine whether the pt has vocal cord paralysis.